Event description:
It was reported that the past weekend, the patient had been sleep walking and hallucinating. The patient reported that the hcp had increased her dosage of dilaudid at the last visit. She reported she was doing better since the weekend and wasn't having the hallucinations or sleep walking. The patient was scheduled for the next refill in 2009 and planned to discuss her symptoms with the hcp at that time.